Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high pacing threshold, placement difficulty and lead dislodgement, which was confirmed during the threshold test via x-ray. Moreover, the physician tried to reposition this rv lead multiple times but was not anchoring to the right ventricular septum due to tissue in the helix. This rv lead was replaced. No additional adverse patient effects were reported.